Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Medwatch number: mw5089756. Unknown as patient information, device serial number and implanting center were not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a orthotopic heart transplant in (B)(6) 2019. Upon pump removal, the heartmate 3 percutaneous lead looked grossly infected. A chest a computed tomography revealed that a small portion of the dacron part of the percutaneous lead was retained in the right anterior musculature at the thoracoabdominal junction. The device removal was more difficult due to the infection and embedded tissue. No further information was reported.